Event description:
It was reported that the 9600 system would not keep the correct date and time. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call. A f/u report will be filed when additional details become available. This MDR is related to ge healthcare.